Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and disconnected. The generator interface (gib) pcb was evaluated and ordered for replacement. The 5 vdc power supply was evaluated for the proper operating voltage. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided. A supplemental report will be filed at the conclusion of the investigation related to this event.

Event description:
The customer reported that the system produced un-commanded x-ray resulting in a brief unintended patient exposure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was conducted related to the accidental radiation occurrence (aro) event. An in depth analysis of the log files surrounding the time of the event found that there was not an un-commanded x-ray event. The review did reveal generator interface board errors. When a gib error occurs, the x-ray on indicators (light and / or tone) may not terminate when the shot terminates. When this occurs, the customer may perceive that x-ray generation has continued, even though the gib error results in a condition where the system is unable to continue generating x-ray. There is no accidental radiation occurrence (aro) related to this event. No further actions are planned by the manufacturer at this time.